Event description:
It was reported that this was an arteriotomy closure of the mildly calcified left common femoral artery using a prostyle device after an interventional right superficial femoral artery stenting procedure with a 6f sheath. Reportedly, the 6f sheath had been sutured into the patient the prior day. The sheath was removed, prior to the prostyle insertion; however, the sutures were unintentionally left in the patient anatomy. When attempting to advance the prostyle device, resistance was met. The device was simply removed, and the sutures that had keep the sheath in place overnight came out with the prostyle device. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to difficult to advance include but not limited to difficult insertion, patient femoral vessel/anatomy variables, aggressive manipulation during insertion. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.